Event description:
It was reported that the patient presented to the emergency room with pain in the right side of the chest. It was also reported that there was elevated rv (right ventricular) pacing threshold, and increased and variable impedance. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.